Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to mechanical forces applied during the implantation procedure. Further analysis of the lead did show cuts in the insulation which occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific reported that this lead kept dislodging during the implant and then dislodged again the day after implant at which time it was repositioned. The patient was in atrial flutter. This lead was returned for analysis, however the explant date and the reason for explant was not provided.